Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. The issue did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to ensure the pump was not connected to a power source and provided guidance on how to properly press the button to activate the pump screen successfully.